Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the defibrillator cord became unattached from the device. No patient harm occurred.